Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse entered the iabp service mode to confirm the blood detected fault code. The fse confirmed the issue. The fse checked the external crm and internal lines to confirm there was blood. The iabp cannot be used at this time. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had a blood back issue. No patient harm, serious injury or adverse event was reported.